Event description:
It was reported that while the device was being explanted and replaced due to normal battery depletion, the physician elected to surgically abandon and replace the right ventricular (rv) lead due to high, out-of-range shock impedance measurements of 150 ohms. No additional adverse patient effects were reported.